Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s sensor fell off at an unspecified time while she was sleeping. The patient was unaware this had occurred. The patient was found to be sleeping excessively and eventually had a seizure. The patient did not have a bg meter to use as a back-up once she realized her last sensor had fallen off. The patient¿s mother took the patient to the emergency room. At the ER, the patient¿s bg level was found to be 956 mg/dl, and she was diagnosed with diabetick ketoacidosis (dka). The patient was treated with an IV insulin drip. The patient was stable but still in the hospital at the time of report (on (B)(6) 2025). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.